Manufacturer narrative:
Contaminant matter was discovered inside the cannula of an instrument in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2025-0030 has been opened to address this issue.

Event description:
During a case with the surgeon on (B)(6) 2025, the drill guide was discovered to have bone debris obstructing the cannula. The instrument was flushed with betadine wash in the surgical suite, as the surgeon felt the debris was at least sterile. There was no surgical delay. A photo returned does confirm the issue. The instrument set in question has been identified. It was shipped to the distributor, and is not yet returned to fx shoulder solutions. The case performed on 23-apr-2025 by the distributor was the first case performed during this time. The instrument in question was not adequately inspected or cleaned by fx shoulder solutions warehouse staff. CAPA-2025-0030 has been opened to address this issue.